Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. On the event date of 01-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 6.775 u and dailytotalofbolusinsulindelivered = 24.6 u which is equal to the dailytotalofallinsulindelivered = 31.375 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 01-aug-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump programmed with multiple bolus wizard, all delivered and registered properly in the daily history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.4 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select, back, graph, up, down, left and right button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged not confirmed for bolus wizard delivery issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an issue with the bolus wizard feature of the insulin pump, which suggested 37.6 units of insulin to correct a blood glucose (bg) level of 20 mmol/l. The customer reported that this amount was excessive and adjusted it to 6 units manually. The customer mentioned they had changed the pump's delivery settings without consulting their healthcare provider and expressed distrust in the pump. Blood glucose value at the time of event was 20 mmol/l. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose event. The customer was advised to consider changing insulin, reservoir and infusion set. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.